Event description:
Device returned to manufacturer for analysis with report of "rotor stall." Follow up with hcp revealed patient experienced return of pain - out of control - with hypertension and diaphoresis. Pump studies were performed and rotor of pump was stalled. Pump replaced. Patient has recovered and is doing well.